Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. Customer also indicated that calibration errors were received during normal use. The customer indicated that the sensor glucose was 83 mg/dl and blood glucose was 178 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the sensor would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Analysis was inspected 1 opened/used partial enlite sensor and performed continuity resistance test and sensor failed test. Analysis was unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.